Event description:
It was reported in (B)(6) 2013, the patient reports a lot of pain in his sciatic nerve, especially the left leg, when he doesn't have bupivacaine in his pump. The patient said it's been hurting. The patient also indicated he was not getting pain relief. He had 11 times less medication than he had before. The patient said, the current 20ml pump seemed bigger than the first pump. The patient did not know why it seemed different, ¿unless it¿s just the swelling.¿ the patient said that he had also lost weight. The patient asked to have his medication increased but the health care provider (hcp) ¿refused¿ to adjust it. The patient was next seen in (B)(6) 2013. Additional information in (B)(6) 2013, indicated the pump was ¿supposed to be sutured¿ and the patient was concerned the device was moving around. This made it uncomfortable to sleep on. Also, the patient¿s legs were numb and the patient¿s hcp, reportedly, did not believe his legs were really numb and told him to not worry about it. This issue prompted an emergency room (ER) visit, where he was treated until the pain went away. The patient reported having no reflexes in his legs. The hcp told him it was because of the pump. The patient asked his hcp if he should ¿just get some alcohol¿ and the hcp said, ¿sure.¿ the patient then drank for pain relief, but reportedly that was not helpful. The caller stated dissatisfaction with their hcp service. The patient also reported constipated and urine retention, which he stated he did not have with the previous pump. In 2001-2002, the patient had problems with his upper back and cervical area in which surgery was suggested. The pump was used to deliver morphine.

Event description:
It was reported that the pump sticks out when the patient lays down. The patient does not have a managing physician currently and continues to see the physician¿s assistant.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
Product ID 8709sc, serial# (B)(4), implanted: 2012 (B)(6); product type catheter. (B)(4).

Manufacturer narrative:
(B)(4).

Event description:
Additional information: when the pump was implanted, the dose of the morphine was immediately started at a lower dose and stayed there. At the time of this report, the patient was still in pain. It was also reported that recently, the patient couldn¿t touch the pump site because it was painful. The patient was unsure if it was red or swollen because he could not see it in the mirror. The numbness that the patient had developed in his legs had become worse. The patient was also in pain as he had been going through radiation for larynx cancer recently. The patient stated that he didn¿t know if the cancer was in any way related to the pump. The patient was continuing to look for a new pump managing physician. At the time of this report, the device system was still delivering morphine and the patient was taking sleeping pills.